Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown pelvic reconstruction plate system. (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, putnis, s., pearce, r., wali, u., bircher, m., and rickman, m. (2011). Open reduction and internal fixation of a traumatic diastasis of the pubic symphysis one-year radiological and functional outcomes. J bone joint surg [br], 93-b, 78-84. The authors reported the radiological evidence of movement after anterior pelvic fixation within one year to see the effect on functional outcome. There were 52 consecutive patients, with a mean age of 42 years (range, 18 to 70) treated between january 2006 and september 2007. Three patients were lost to follow-up, leaving 49 patients (eight women and 41 men) with full radiological data one year post-operatively. Each patient underwent open reduction of the anterior pelvic ring via a pfannensteil incision, and fixation using either one or two synthes devices, pelvic reconstruction plates, which varied in length from four to eight holes. Plain anterior posterior, inlet and outlet pelvic radiographs taken at three months, six months and one-year post-operatively were reviewed for signs of movement in the anterior fixation. Functional outcome was measured using questionnaires sent to all patients more than one year postoperatively. The authors reported that 15 patients had signs of anterior pelvic plate and screw movement: 11 at three months post-operatively, three at six months, and one at one-year post-operatively. Of the 15 patients with signs of movement, ten had loose screws; in five, the screws were broken. Metalwork movement was also seen when longer plates were used in three of the nine six-hole plates used. Loss of reduction with recurrent diastasis was seen in six patients, four of whom underwent revision surgery and had complaints of anterior pelvic pain. Of the four, three underwent further reduction and plate fixation, and one with intra-operative pelvic stability required the removal of loose metalwork only. Two patients who experienced loss of reduction with diastasis had good functional outcome and did not require further surgery. Forty one of 49 functional outcome questionnaires were completed with reports of pain. This is a serious injury reportable malfunction report for: loss of reduction with recurrent diastasis seen in four patients who underwent revision surgery and had complaints of anterior pelvic pain. Of the four, three underwent further reduction and plate fixation, and one with intra-operative pelvic stability required the removal of loose metalwork only. This report is for an unknown pelvic reconstruction plate system. This is report 2 of 3 for complaint (B)(4).